Event description:
It was reported that approx. 44 months after the implant oversensing was noted via home monitoring. No inappropriate therapy was delivered. The physician decided to exchange the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.in the course of the analysis, multiple signs of abrasion were noted along the lead body. Around 7.5 cm proximal to the lead tip, the insulation was found rubbed through. This damage can be considered as the root cause of the observed oversensing.the characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subjected to severe mechanical stress in the implanted state.causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient, and significant manual labor involving the upper body are known contributing factors.the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem.